Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 90 mg/dl, 200 mg/dl and 175 mg/dl when all tests were performed within 10 minutes on the advantage system. No actions were reported taken or treatment rec'd. No adverse event reported. A request was made for the return of the affected product.

Event description:
It was reported that the device was explanted after a implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.